Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding an implantable infusion pump infusing unknown morphine (1.0mg/ml at 0.1469mg/day). It was reported that the patient reported a fluid build up due to cerebrospinal fluid (csf) leakage at the incision site in the back. The patient did not report a lack of therapy and was receiving adequate pain relief. The physician decided to revise the spinal segment of the catheter. 25cm of the spinal segment was removed and a new spinal segment was added at a different access site in order to prevent further csf leakage. The physician successfully aspirated the catheter at the catheter access port (cap) chamber after connecting the new spinal segment to the remaining catheter. The issue was resolved at the time of the report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024, explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.